Event description:
The device was used during a l.a.v.h. Procedure. It was reported the surgeon attempted to fire the ez35w, but it would not fire. Another ez35w was opened to complete the procedure. There was no consequence to the pt. 09/04/96 0715 it was reported no buttressing material was used during this procedure.